Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Correct reason for reoperation: capsular contracture baker grade iii/IV device evaluation: visual analysis of the returned device identified: opening and weight to spec. A microscopic analysis was performed which identify sharp opening in the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the radius side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted and replaced.